Manufacturer narrative:
Manufacturer reference: (B)(4).

Event description:
The reload could not be fired. A new one with same lot was used and worked fine. No patient injured, no extension of incision or surgery time, no blood loss, no tissue damage or loss, no change of procedure, no part fell into cavity, no reinforcement material used.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one reload opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. The reported condition for this incident was that during a gynecology procedure the instrument did not fire. Visual inspection of the cartridge revealed that the reload had a full complement of staples. The reload was loaded into a pmv representative instrument for functional testing and tested satisfactorily. A review of the device history record indicates this device lot/serial number was released meeting all quality release specifications at the time of manufacture. Based on the product analysis, the reported event was not confirmed to be attributed to the failure. The file will be closed as fired satisfactorily as the device was found to meet all visual and functional test specifications. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.